Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. The device was received without the original belt clip. The device had broken battery tube threads, cracked reservoir tube lip, cracked case window display corners, and a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.